Event description:
A cartridge alarm issue was reported by the caller. There was no adverse impact to the customer¿s blood glucose level. The customer successfully loaded a new cartridge after receiving assistance from technical support and resumed insulin therapy. The issue was resolved and no further assistance was needed, although the customer's contact was transferred to sales for updates on a new pump.